Event description:
A carefusion clinical consultant on site received a report from an rn that had observed normal saline running faster than expected for programmed rate of 75ml/h. The customer stated that the infusion was moved from channel b to channel a and continued to "infuse rapidly", but when the infusion was moved to a different pump with the same IV tubing the flow appeared to be correct. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. Although requested, the affected product has not been received. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.